Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer alleged questionable calcium results on 5 patient samples when testing was performed on the cobas 8000 c701 module. Of the data provided, results for 2 samples were discrepant and reported outside the laboratory. Repeat testing was performed on the same analyzer. For patient 1, the initial calcium was 12.9 mg/dl. The repeat calcium was 10.2 mg/dl. For patient 2, the initial calcium was 12.3 mg/dl. The repeat calcium was 10.2 mg/dl. Corrected reports were issued with the repeat results. The customer stated they had no information regarding adverse events due to having no information on outpatients. The calcium reagent lot number was 64315601 with an expiration date of 11/30/2011. The field service representative was unable to determine the cause of the event, but suspected the co2 level in the laboratory's air. He checked probe alignments, probe rinse station rinsing, rinse mechanism operation, and cell detergent operation. He adjusted the gear pump and reagent compartment air pump flow to meet specifications. The customer also complained of elevated co2 results. Recalibrating the analyzer compensated for the shifts. The field service representative stated the scenario follows the trend of high co2 levels in the laboratory. The field service representative plans to place a co2 monitor in the laboratory to confirm co2 level changes coincide with the observed shifts.